Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: 09-jun-2020, UDI#: (B)(4) ; product ID: 3387-40, serial/lot #: (B)(6), ubd: 09-jun-2020, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 09-jun-2020, ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 09-jun-2020 additional review indicates the intracranial infection and explant was already reported in manufacturer¿s report #3004209178-2021-14453. Any additional information regarding the intracranial infection will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an intracranial infection after surgery in 2017 and could not move the right side of their body. Two leads were removed and two leads were kept. Electrical stimulation of the cerebellum was performed. The patient was unable to eat and had to have a gastric tube inserted, and their limbs were stiff. In (B)(6) 2022, the patient underwent cerebellar electrical stimulation again, and developed high muscle tension, body stiffness, and inability to sleep. In (B)(6) 2022, the leads were replaced. In (B)(6) 2022, the leads were raised by 3 mm. The patient then had repeated pneumonia infections. In (B)(6) 2023, the left side treatment was closed, but pneumonia infections continued. In (B)(6) 2023, the treatment on the right side was closed, and there has been no recurrence of pneumonia since then. However, the patient was still unable to move, eat, and has severe drooling. They communicated with the doctor for follow-up treatment. It was unknown if the issue resolved. For report of infection, see (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the circumstances that led to the leads needing to be raised 3mm was unknown. The cause of the leads needing to be raised and the cause of the symptoms was unknkown.